Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® 9nc 0.129m plus blood collection tube experienced over filling during use. The following information was provided by the customer: verbatim: ¿just recently began using this particular lot of the bd products and we are finding that the tubes are overfilling by approximately 250 microliters. This will have a negative impact on the results produced by using this product, and we want to know if you have been alerted by any other consumers regarding this issue and request that we have some contact with you as far as replacement of the products. We have about 6 flats on hand that we have purchases and we are needing replacements as urgently as possible. If you can give me a call back as early as monday morning.¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. An overfilled tube would result in an incorrect blood to additive ratio which may result in erroneous results that may lead to misdiagnosis /treatment of patient event type: overfill / malfunction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc 0.129m plus blood collection tube experienced over filling during use. The following information was provided by the customer: verbatim: ¿just recently began using this particular lot of the bd products and we are finding that the tubes are overfilling by approximately 250 microliters. This will have a negative impact on the results produced by using this product, and we want to know if you have been alerted by any other consumers regarding this issue and request that we have some contact with you as far as replacement of the products. We have about 6 flats on hand that we have purchases and we are needing replacements as urgently as possible. If you can give me a call back as early as monday morning.¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. An overfilled tube would result in an incorrect blood to additive ratio which may result in erroneous results that may lead to misdiagnosis /treatment of patient event type: overfill/malfunction.